Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb cst started to transect branches and the bisector was barely working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The bisector was returned to the factory for evaluation. Slight signs of clinical use and slight evidence of blood were observed. A visual inspection of the bisector was performed after the device was cleaned of debris. The bisector blade showed no visual defects when inspected under microscopy. The blade was evaluated for its ability to cut. The blade cut three reference vessels cleaning with no difficulty. The connector appeared undamaged. The bipolar electrodes were inspected under microscopy. No evidence of physical defect was found. The reported complaint for "cautery did not work" was evaluated. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the IFU. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no failure was observed. The device produced steam and the saline was observed to "boil" on the test gauze each time. Based on the results of the evaluation, the reported complaint was unable to be confirmed for "bisector barely working/ failure to cut/cauterize". The reported bisector failure could not be reproduced during testing. Based on the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the failure to cut/cauterize; however, the IFU provides the following instruction to the user, which is, to clean the cutting and coagulating surfaces, to use 4 x 4 (10.16 cm x 10.16 cm) gauze pad(s) soaked with saline solution. For optimum performance, keep the blade and electrode surfaces free of debris. In addition, to pre-test the bisector to verify complete electrical activity and generator setting. Steam generation from the soaked 4 x 4 (10.16 cm x 10.16 cm) gauze pad and the electrodes indicates active power and a complete circuit. If steam is still not observed, do not use the device and call customer service. (B)(4).